Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. The formatted history file lists data from (B)(6)2024. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 01-oct-2024, however, found one no delivery/insulin flow blocked alarm found in the pump history on (B)(6)2024 at 03:00:17.000 during bolus delivery. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No unexpected no delivery alarm/insulin flow blocked during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.3 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. In summary, pump passed all required testing. Unable to verify customer complaint for low bg and high bg. Customer alleged for the pump over delivery was not confirmed. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose that he treated with carbohydrates. There was no ems/ambulance/ER visit. Customer was sweating but not diaphoretic. Customer alleged over delivery. Customer declined further troubleshooting. Pump was discontinued and returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia also the customer reported a possible over-delivery anomaly. The customer reported a blood glucose value of 115 mg/dl. The customer reported hypoglycemia was treated with glucose/carb intake and an emergency medical services/ambulance/emergency room visit with the symptoms of diaphoretic, shaking/tremors. The event involved product(s) mmt-886a, mmt-1884, mmt-332a. Troubleshooting was performed and the customer was using the auto mode/smartguard feature at the time of the event and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-886a. Mmt-1884 was requested and the customer response was the device would be returned. No product return is required for mmt-332a.